Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. No watchdog timeout alarm noted during our testing. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump received with cracked reservoir tube lip noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's pump alarmed. The customer's blood glucose level was reported to be 89mg/dl. It was reported that the pump alarmed even after battery change. It was reported that the pump would be replaced and returned for analysis.